Manufacturer narrative:
The reported event that locking screw, t7 diam.2.7x18mm was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned and matches the reported failure mode. Visual inspection was performed and both of the screws were found to be broken. The screws were broken, at the threaded shaft, just below the head. The inner surface of the screw head ¿ the hexagon part ¿ is quite deformed. The remaining helix has cracks and deformed edges. The broken surface of the threaded shaft, is fibrous with the appearance of rotational marks, signs commonly as a result of torsional fracture. Based on investigation, the breakage of screws during implantation could be classified as user-related and caused due to application of too high forces/torque during implantation. It is specified in the instructions for use that ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance.¿ a review of the labelling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during implantation of a left side distal radius plate, 4 screws broke when securing the plate. Surgeon was able to use different screw holes on the plate to secure it. Rep reports that there was no surgical delay and no adverse affect to patient, and that the procedure was completed successfully. Rep was only able to retain 2 of the 4 screw heads for return.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during implantation of a left side distal radius plate, 4 screws broke when securing the plate. Surgeon was able to use different screw holes on the plate to secure it. Rep reports that there was no surgical delay and no adverse affect to patient, and that the procedure was completed successfully. Rep was only able to retain 2 of the 4 screw heads for return.